Event description:
International affiliate reports the tip of the torque shaft broke off inside the set screw. No other information is available.

Manufacturer narrative:
The torque shaft was discarded by the customer and is not available for evaluation. The catalog number and lot lumber are unknown. Without a catalog number and lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross - functional representation from r&d, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. At this time, the complaint is considered to be closed. Device evaluated by MFR: discarded by customer.